Event description:
Hooking up female equashield to a flush to prepare to give chemo. Checking swivel to ensure proper attachment and the flush came off. Unsure of whether the flush or the female equashield was at fault, had charge nurse come attach two pieces together and had the same issue. Each time connecting this flush with equashield the flush was becoming detached despite triple checking the swivel. This made this flush and equashield not suitable to give chemo through and another flush and equashield had to be used to achieve proper safety features when giving chemo.